Manufacturer narrative:
(B)(4). Batch # n53a0e. Additional information was requested and the following was obtained: was the device locked on tissue with the jaws closed?-no information. If yes, how was the device removed? Did the jaws eventually open? -no information. Was the gold cartridge a gst60d or ecr60d? -no information. The analysis found that one ec60a device was returned in good visual condition and with one ecr60d cartridge loaded in the device. The cartridge reload was received fully fired and in good visual condition. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It should be noted that in order to open a device that has been partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. Event could not be confirmed as the device closed and opened without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4) date sent: 7/13/2016. Batch # unk no lot or batch number was provided therefore a device history could not be done. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: was the device locked on tissue with the jaws closed? If yes, how was the device removed? Did the jaws eventually open? Was the gold cartridge a gst60d or ecr60d?

Event description:
It was reported that during a laparoscopic sigmoidectomy, the jaws did not open at the fourth firing. The cartridge was gold. Another device was used to complete the case. There were no adverse consequences to the patient.